Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The biomedical engineer contacted product support and was advised to replaced the flow sensor assembly to address the reported issue. Product support provided part number of the flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service the unit is failing the air/o2 flow accuracy test. There was no patient involvement.